Manufacturer narrative:
Patient date of birth and weight added.

Event description:
A peritoneal dialysis nurse reported that fluid was noted to be leaking from the cycler upon completion of treatment, as the door was opened to remove the cassette. The nurse reported that the cassette has fluid inside of it.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis nurse reported that fluid was noted to be leaking from the cycler upon completion of treatment, as the door was opened to remove the cassette. The nurse reported that the cassette has fluid inside of it.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse reported that fluid was noted to be leaking from the cycler upon completion of treatment, as the door was opened to remove the cassette. The nurse reported that the cassette has fluid inside of it.